Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks due to myopotentials one month post implant (B)(6) 2025, when the patient was raising their left arm. A revision took place to explant the electrode based on the physician's decision. Additional shocks were seen in (B)(6) 2025 but to date no further actions has taken place. A new electrode was implanted with the exciting device. No additional adverse patient effects were reported. The electrode was not expected to be returned per country specific regulations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks due to myopotentials one month post implant (B)(6) 2025, when the patient was raising their left arm. A revision took place to explant the electrode based on the physician's decision. Additional shocks were seen in (B)(6) 2025 but to date no further actions has taken place. A new electrode was implanted with the exciting device. No additional adverse patient effects were reported.